Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device and non-boston scientific right atrial (ta) lead exhibited episodes of atrial tachy response (atr) with over-sensing of noise. On the non-boston scientific right ventricular (rv) lead exhibited noise. A request was made to have data from this device analyzed. Rhythmcare reviewed the data, advising the ra lead trend data shows a stable and in-range pacing impedance @ 310 ohms and thresholds at 0.5v@0.4ms, intrinsic amplitude appears variable at 0.4-3.6mv. The rv lead trend data shows a stable and in-range pacing impedance @ 540 ohms, threshold at 0.8v@0.4ms and shock impedance within normal range @ 50 ohms. Limited intrinsic amplitude data. In view of this ra noise with oversensing and rv noise it would be recommended programming options and perform lead integrity testing with maneuvers (bearing down), isometrics and x-ray imaging. The device and non-boston scientific lead remain implanted. No adverse patient effects were reported.